Manufacturer narrative:
The product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening test of the returned device. Visual analysis revealed a hole on the surface of the pebax and internal parts exposed. A screening test was performed, and the device was recognized correctly; however, error 105 and 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device 31270435l number, and no internal actions related to the complaint were found during the review. The visualization issue cannot be confirmed and the force error 106 detected during the test could be related; however, it cannot be conclusively determined. The potential cause of the open circuit cannot be established. The instructions for use (IFU) contain the following recommendations in carto 3 system: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the IFU states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The potential cause of the damage on pebax cannot be established. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that during the ablation, the vector movement was uncomfortable. The cable was reconnected and replaced; however, the issue did not resolve. When the catheter was replaced, the issue was resolved, and the procedure was completed without patient consequence. The visualization issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 05-aug-2024, there was a hole on the surface of the pebax and internal parts exposed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 05-aug-2024.